Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient was in the intensive care unit of a hospital following a fall where they broke their ribs. A 12 lead electrogram was performed which showed asystole. There were not stored events and the right ventricular (rv) lead threshold measurement was at 0.7 volts with a programmed output of 2.5 volts. Isometrics were unable to be performed due to the patient's broken ribs. Boston scientific technical services (ts) suggested taking an x-ray and to consider increasing the rv output. A revision procedure was performed where the rv lead was taken out of service and the implantable cardioverter defibrillator (ICD) remained in service. No additional adverse patient effects were reported.